Event description:
It was reported the customer had a crack on their insulin pump. The customer stated they may have rolled over their insulin pump while sleeping. Customer's blood glucose was over 100 mg/dl. The customer also reported the crack was located on their insulin pump's screen and was half an inch long. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracks noted on display window or lcd glass.